Event description:
Vascular occlusion [vascular occlusion]. Swelling in the pyriform area [injection site swelling]. Numbness in the pyriform area [injection site hypoaesthesia] . Rha4 in pyriform aperture and midface [off label use] . Case narrative: united states report received from physician via company representative on 04-dec-2023 and additional information via company representative on 08-dec-2023, and refers to a female patient of an unknown age who had received rha4 on (B)(6) 2023, for an unknown indication. An unknown volume of rha4 was applied to the pyriform aperture and midface using a needle injection technique. It was not reported if the needle was used from the box and cannula was used during the administration of rha4. Previous cosmetic procedures and medical history was not provided. No concomitant medications, and food supplements were provided. On (B)(6) 2023, the patient experienced some swelling and numbness in the pyriform with concerns for vascular occlusion. There was no redness or discoloration in the area and capillary refill as seen via facetime was good. The patient received hyaluronidase at unknown dose, frequency and duration of the treatment. At the time of this report, the outcome of the events was resolved. The intensity of the event was not provided. It was reported that the product was not available for return. Health effect - clinical code:2422, obstruction/occlusion. Health effect - clinical code: e2111, injection site reaction health effect - clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Case comment: a patient treated with rha4 experienced swelling and numbness in the pyriform area with concerns for vascular occlusion (serious event, provisional diagnosis, to be confirmed). A causal relationship between the rha4 and reported events is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product. Case comments: case comment: a patient treated with rha4 experienced swelling and numbness in the pyriform area with concerns for vascular occlusion (serious event, provisional diagnosis, to be confirmed). A causal relationship between the rha4 and reported events is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.